Manufacturer narrative:
(B)(4). Surgical intervention in the form of revision surgery. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the primary surgery was performed due to adolescent idiopathic scoliosis on (B)(6) 2016. After the surgery (date was unknown), the patient fell down when she rode the bicycle, so that the surgeon recognized that the rods were broken. On (B)(6) 2018, the revision surgery was performed to replace the rods. No further information was provided by the hospital.